Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit (ic) chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
He customer reported to olympus that the image stopped appearing and error e218 was displayed on the video scope during a therapeudic laparo gastrectomy procedure. The procedure was completed by switching to a rigid scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated and the customer's allegation of no image and error e218 was confirmed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.